Event description:
It was reported that the patient presented with an ams 700 inflatable penile prosthesis (ipp) that had a leak in the right proximal cylinder. The ipp was removed and replaced with a new device. There were no patient complications.